Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 99% stenosis and was 24 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilation and placement of a 2.50 x 28 mm promus element¿ plus stent. Following post dilation, residual stenosis was 0%. One day, post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, patient was presented due to unstable angina associated with nausea, migraine and was hospitalized on the same day. Subsequently, coronary angiography was performed and revealed 95% isr on the previously placed 2.50 x 28 mm promus element¿ plus stent. The lesion was then treated with balloon angioplasty and placement of a 3.00 x 16 mm promus premier¿ stent. Following post dilation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).